Event description:
The rptr stated that rptr did back to back (rapid succession) blood glucose tests, with results of 85 and 160 mg/dl. Rptr did not have any symptoms). A control test result was in range 85 (75-101). Troubleshooting indicated that rptr was not completely inserting strip into meter. Rptr retested, fully inserting test strip, and rptr reading was 160 mg/dl. The lifescan rep was able to briefly review testing procedures before call was ended by the rptr, stating that rptr would call back if rptr needed further assistance. No harm was alleged.